Manufacturer narrative:
Concomitant medical products: 305c25 tissue valve, implanted: (B)(6) 2008. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was admitted to the emergency room (ER) with syncope and had to be externally cardioverted by the emergency medical technician (emt). The implantable cardioverter defibrillator (ICD) inappropriately withheld therapy classifying a ventricular tachycardia (vt) episode as a supra ventricular tachycardia (svt). The device was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information. If information is provided in the future, a supplemental report will be issued.